Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery and motor error alarm. The customer did not know the blood glucose reading. She stated that she was unable to troubleshoot for the no delivery alarm, since she was expecting to replace the insulin pump due to the motor error alarm. She declined to return the infusion set or reservoir for analysis. Nothing further reported.